Event description:
(B)(4). Lower stomach pain, no bowels, heart burn, heart beat fast, brain fog, and can't remember again. Headache, no energy at all, sharp stabbing pains, sharp pain in lower butt bone.